Manufacturer narrative:
H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during trach care, an overfill of the train balloon was noted and while extracting water from the pilot balloon, it had more resistance than normal and was slow to extract. The balloon would be completely compressed and refill after waiting. Filling water in pilot balloon had resistance and pilot balloon was noted to be lopsided during fill and trach itself was lopsided. Both were manipulated to form symmetrical shape. There was medical intervention required, and the outcome of the injury (bleeding from airway) was resolved by on (B)(6) 2024. The issue was resolved by changing out the trach for visible testing. There was patient involvement, with injury and no death event reported.